Event description:
A pt of unk age and gender presented for an endovenous laser treatment. During the procedure, while the treating physician was advancing the 0.035" guidewire into the pt, he noted that the guidewire was very sharp and it may have frayed. The guidewire was removed without any harm or injury to the pt. The procedure was successfully completed with another new of the same device without further complications.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. As the reported complaint sample was not returned, angiodynamics is unable to perform a device eval. An attempt was made to obtain the sample for eval, however the attempt was unsuccessful. The customer's complaint description could not be confirmed. The root cause for the reported defect is unk. If the device becomes available, the complaint will be reopened and the sample will be investigated. The results of the investigation will be submitted via a f/u medwatch. A review of the angiodynamics complaint sys noted no adverse trends for this complaint type and product family. (B)(4).